Event description:
The caller reported that he had received a letter regarding a recall of the reservoirs. The caller stated that the customer passed away three years ago and does not have much information on the customer's death. The caller stated that the customer was wearing the insulin pump at time of the event, and the reservoir was empty. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.